Event description:
A consumer's wife reported that following intraocular lens (iol) implant surgery, her husband has been diagnosed with retina swelling. She reported that the surgeon does not know if the swelling was there before surgery because no "baseline" testing was done before the surgeon decided to implant the lens. Additional info was received from the surgeon who reported the event continues and is not expected to resolve due to epiretinal membrane with mild decreased visual acuity. He reported there were no medical or surgical interventions to treat the event. In his opinion, the device did not cause or contribute to the event. The lens is in the capsular bag with no opacity.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaint reported in the lot number. Additional info was requested and received. (B)(4).